Event description:
Same event as MFR report #: 2134265-2009-01047. It was reported that during a coronary interventional procedure, a guide wire removal difficulties and a fracture occurred. The lesion was located in the totally occluded distal right coronary artery (rca), just beyond the takeoff to the posterior descending artery (pda). The patient came in following a couple of days of chest pain while experiencing an mi. The lesion was a long area of disease with much thrombus. The physician advanced an export catheter and removed some thrombus. The physician then put in a 3.5 x 32mm liberte' bare metal stent in the distal rca, deploying at 10atms. There was thrombus noted proximal to the stent and in the proximal pda. A pt2 moderate support (ms) guide wire was inserted into the pda, and another export catheter was used for thrombus. The vessel looked to be much improved, although there was residual disease proximal to the stent. The physician then attempted to remove the pt2 ms guide wire, however, the guide wire had a loop which entangled on the proximal end of the stent. The guide catheter was deep seated in an effort to remove the guide wire, however, the tug on the pt2 ms guide wire resulted in a wire fracture and collapsed the stent. Several balloons were then used to post-dilate the stent successfully. Three additional stents were then placed in the pda and rca, and repeat angiography showed the liberte' stent to be well expanded with good flow. The tip of the pt2 ms guide wire remained at the proximal end of the stent. The patient had a follow up visit two months later which showed the liberte' stent to be open and in good shape.

Manufacturer narrative:
The complainant indicated that the delivery device will not be returned for evaluation and the stent remains implanted; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.